Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on information received from the site. The following sections of this report have been updated: d4 serial number, d4 expiration date, and h4.

Manufacturer narrative:
A supplemental MDR is being submitted for correction after receiving follow up from the site. The following section has been corrected: d4 (model number). Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The sapien 3 valve remained implanted and was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. Note that the valve was deployed in tricuspid position within a pre-existing valve. The sapien 3 valve with the commander delivery system is not indicated for use in the tricuspid position. Therefore, this was an off-label operation. The IFU and training manuals were reviewed for relevant guidance for a sapien 3 implant using a commander delivery system. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The leaflet motion restriction was unable to be confirmed due to no device return or medical record provided for evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Potential contributing factors include leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances, this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. Based on the limited available information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported from france by our edwards lifesciences affiliate, a 29mm sapien 3 valve was implanted in the tricuspid position within a non-edwards valve. After the sapien 3 valve was implanted, the valve leaflets remained in the open position. The team attempted to "activate" the leaflets with a pig tail and balloon without success. A second valve was implanted.